Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the controller had two damaged parts on the outer layer on the white and black power cables. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the system controller was confirmed via submitted images. The heartmate 3 system controller was not returned for analysis and no log files were submitted for review. Images were submitted for review confirming the reported damage to the controller. It was communicated in the reported event that no products would be returning for analysis. The root cause of the reported damage was unable to be determined in this analysis. Incidental findings: fluid ingress on the system controller power cables. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. The heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.